Event description:
It was reported that the chamber of a cysto/bladder irrigation set was twisted. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Simulated use testing was performed and revealed that the device operated per specification. During visual inspection the drip chamber was observed to be twisted. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation; however, a different used sample from the same lot and a photograph of the actual sample was provided by the customer. The returned device was visually inspected and functionally tested. The drip chamber of the returned device was not twisted and the set was found to perform as designed. A photographic inspection was performed which identified that the actual sample had a twisted drip chamber. The cause of the malfunction could not be determined. Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.